Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that toward the end of a three-hour therapeutic gynecological procedure, the power on the onboard equipment went out due to a power outage. The power was restored immediately after without any intervention or harm to the patient. This report is being submitted for the hd lcd monitor. The related equipment involved in this event are being reported in mdrs with the following patient identifiers: patient identifier: (B)(6) otv-s190-visera elite video system center. Patient identifier: (B)(6) clv-s190-visera elite xenon light source. Patient identifier: (B)(6) uhi-4-high flow insufflation unit.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.